Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate 3 system controller was overheating. They also had low flow alarms daily at 2300 and 0300. A review of the log files revealed a controller temperature in the 40c to 44c range. The periodic log showed the temperature ranging form 32c to 46c (both ranges were within specifications). The event log showed a transient low flow event on (B)(6) 2023 at 1024 (a lower flow not sustained long enough (at least 10 seconds) to activate the audible alarm) with high pulsatility index (pi) readings; seemingly physiological in nature. The periodic log revealed a couple transient backup battery fault alarms on (B)(6) 2023 with appeared to have resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller overheating was unable to be confirmed; however, the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the event log file showed events spanning approximately 1 hour (28mar2023 at 10:10:07 ¿ 11:03:54 per timestamp). Throughout the log file the temperature of the system controller ranged from 40 to 44 degrees celsius, this is within the design specification of 40 to 50 degrees celsius. There were no notable alarms active in the log file. A review of the periodic log file showed events spanning approximately 11 days (17mar2023 ¿ 28mar2023 per timestamp). Throughout the log file the temperature of the system controller ranged from 32 to 46 degrees celsius, this is within the design specification of 40 to 50 degrees celsius. Backup battery fault alarms due to a backup battery load test failure were active on 26mar2023 at 05:49:54 and at 06:49:54. The periodic log file recorded an event every hour; therefore, the onset of the load test failure was not captured. This alarm did not affect pump operation. There were no other notable alarms active in the log file. All temperatures recorded within the log file were within the acceptable temperature range stated in the heartmate 3 instructions for use section 2 ¿system operations.¿ heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii instructions for use, section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii instructions for use, rev. C, section 2 ¿ ¿system operations¿ and heartmate iii patient handbook, rev. D, section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The customer order was shipped on 23jul2020. No further information was provided. The manufacturer is closing the file on this event.